Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging. The anchor and suture thread are received in loose from device. Anchor hasn¿t been drawn up completely . No other physical damage visible to the device. A functional evaluation of the returned device found that the mechanical portion worked due to the device has been deployed.no function test. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6). Internal complaint reference case- (B)(4).

Event description:
It was reported that during a bankart surgery, internal to the patient, when deploying the anchor of the suturefix, it came out when pulling. The anchor was completed removed and the procedure was completed without significant delay using a back-up device in an additional bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.